Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using proglide devices via a 7f sheath after an interventional procedure to treat peripheral artery occlusive disease. Reportedly, an anterior cuff miss was noted with the first proglide device. A second proglide device was attempted; however, a cuff miss occurred. Surgical intervention was performed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported needle to cuff miss and guide break were confirmed. The investigation determined the reported difficulties appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsquent to the initial medwatch report, additional reported information indicates that the guide of the second proglide device was broken and occurred during removal of the proglide device from the patient anatomy. There was no resistance during removal of the proglide device. No additional information was provided.